Event description:
Pt's speech was affected and rigidity increased with deep brain stimulator on. Multiple settings and contacts were used. Pt's speech improved with stimulator off. The device was replaced and returned to the manufacturer for analysis. Pt's speech is currently normal, with decreased rigidity, when stimulator is on.